Event description:
It was reported that the patient underwent a left shoulder arthroplasty seven years back. The patient is being considered for a pmi product due to pain and loosening. No revision procedure has been reported to date and no additional patient consequences were reported.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, d2, d6, g3, g6, h1, h2, h4, h11. The following sections were corrected: b2, b5, d1, d4, g4, h6. D10: cat: 01.04223.036, lot: 2937875 invers/revers scr syst 4.5-36. Cat: 01.04223.036, lot: 2823876 invers/revers scr syst 4.5-36. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised seven years post-initial implantation due to pain and loosening. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. B3 - event date - unknown day in march 2025. The reported event is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was additionally reported that the patient's tmr has a tendency to dislocate since a few years prior to the revision procedure and the pain started approximately one month prior to the revision procedure.